Manufacturer narrative:
Covidien reference (B)(4).

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.